Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet pump¿s touchscreen was unresponsive, and when unlocked it navigated directly to the graph page; the user temporarily restored function by placing the device on the charging pad, and a replacement pump was arranged. Symptoms included no injury or adverse glycemic events. Outcomes included no medical intervention or hospitalization. Investigation included agent review of device behavior, verification of serial number and shipping details, and collection of a video demonstrating the issue and inspection of the returned device. Investigation of this device revealed a suspected screen malfunction consistent with a hardware display or touch interface failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure requiring replacement.